Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had leakage from the biopsy channel. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel port was shaved. There was no patient involvement or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was found to be due to water tightness was lost due to damage to the channel tube. During the evaluation it was found that the forceps channel port was shaved. Additional findings were as follows: no electrical continuity due to damage on distal end, the distal end has a dent, the adhesive on bending section cover was detached, the connecting tube, the universal cord, grip, all had a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, the suction cylinder was shaved, and the control unit had corrosion due to water leakage. Based on the results of the investigation, it is likely that the metal part of cleaning brush/endo therapy accessory may have touched the biopsy channel port when the user inserted/withdrew those products; as a result, the reported event occurred. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿inspection of the instrument channel: user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU. ·if significant resistance is encountered and insertion becomes very difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting endo therapy accessories with excessive force may damage the endoscope and/or the endo therapy accessories. ·confirm that the tip of the endo therapy accessory is closed or retracted into its sheath and slowly insert the endo therapy accessory into the forceps port of the forceps/irrigation plug. Do not open the tip of the endo therapy accessory or extend the tip of the endo therapy accessory from its sheath while inserting it into the channel. The endoscope and/or the endo therapy accessory may be damaged.¿ olympus will continue to monitor the field performance of this device.